Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Subject is enrolled in the (B)(6) clinical trial study. The subject underwent a revision of a stryker tibial baseplate, femoral component and patellar component on (B)(6) 2016 due to aseptic failure of the knee. The reason for the revision was noted as failed total knee, failed femoral component, polyethylene wear and global instability.